Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to perform a lot review to determine if there were any non-conformances reports with this issue. The needle is an ethicon component. No samples were returned for testing or review. There were no retained samples available for testing. Ethicon third party summary has not been received to date. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps, surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. Without reviewing the actual broken needle, receiving magnified photos of the broken device or results from the third party analysis, testing sterile devices from the same finished good lot or receiving details regarding the tools utilized to grasp the needle component, procedure performed or the surgeon¿s technique a definitive root cause cannot be determined at this time.

Event description:
It was reported to the sales rep of our distributor that during an unknown procedure, customer states that a needle broke during suturing. A c-arm was used to find and retrieve it. It is unknown how case was completed. No patient complications were reported. The device will not be returned.